Event description:
Follow up information received reported that the implantable neurostimulator (ins) did not provide adequate pain relief for the patient. It was also reported that there were no devices or out of range impedance values. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient stated the healthcare provider "messed up their first implant." Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3487a-45, lot# v241654, implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 3487a-45, lot# v209319, implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead. (B)(4).